Manufacturer narrative:
Based on the complainant report, the patient experienced no flow that required a stent placement. The physician reported the patient had a high bifurcation on the left side and a lesion was present at the access site. The IFU warns do not use if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. It is suspected the root cause of the occlusion is manta completely or partially in the vessel; however, this could not be confirmed since no angiograms from the incident were received for investigation purposes. The following adverse events related to the deployment of vascular closure devices have been identified in the us IFU: local trauma to the femoral or iliac artery wall, such as dissection and/or ischemia of the leg or stenosis of the femoral artery. The risk documentation was reviewed, and this type of incident is a known risk. The occurrence rate of this type of incident remains below risk documentation acceptable limits. The device history record documentation was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. The manta vascular closure device instructions for use warns the user not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Manta's instructions for use further warns not to use manta in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis. This complaint is being reported because the patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure after the initial tavr procedure in which the manta vascular closure device was used .

Event description:
On (B)(6) 2019, the patient underwent a transcatheter aortic valve replacement (tavr) procedure. During access, it was noted the patient's anatomy had a high bifurcation on the left side and a lesion at the site of the femoral stick that had not been visualized during pre-procedural scans. If these findings had appeared on pre-procedural scans, the physician stated a different closure method besides manta would have been utilized. The physician placed the femoral access on the left side and measured manta deployment depth at 2.0 cm. The valve was successfully placed without incident and the procedure was reported to have gone well. Post valve placement, the manta 18f vascular closure device was deployed and an angiogram taken with contralateral injection. The deployment site was reported to "look great with good flow." At the completion of the procedure, the patient was taken to the cardiac care unit where a nurse checked the patient's pedal pulses which were reportedly "weak", and the patient complained of pain in the left leg. The patient was returned to the cardiac catheterization laboratory and evaluated by the physician. An angiogram was taken after obtaining contralateral access. The angiogram showed no flow in the left leg. The physician deployed a balloon and inflated it at the closure site. The physician placed a stent at the closure site after ballooning. After the close of the stent placement procedure, it was reported that the left leg had better flow after the stent placement then there was prior to the aortic valve replacement procedure.